Event description:
The cutting balloon was used in a proximal lad lesion and potentially caused a dissection. In an attempt to place a taxus stent to repair the dissection they were unable to cross the lesion. They crossed the lesion with a voyager but ended up sending the pt to surgery to repair the dissection. The pt is reported as doing fine.